Event description:
It was reported that patient underwent right partial knee arthroplasty on an unknown date in (B)(6) 2018. Subsequently, approximately one year post op patient started to experience increasing pain, difficulty walking, instability, and clunking noise and feeling. Surgeon has diagnosed patient with mechanical loosening. Patient is scheduled for revision to total knee (B)(6) 2020.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00214-1. The product has not been returned to biomet for evaluation, therefore, a thorough investigation has not been possible. We have not been provided with x-rays or any supporting documentation which could provide additional information. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Risk assessment without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly h3 other text: product has not been returned.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Medical product: unknown tibial component, catalog # unknown, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00214. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right partial knee arthroplasty on an unknown date in (B)(6) 2018. Subsequently, approximately one year post op patient started to experience increasing pain, difficulty walking, instability, and clunking noise and feeling. Surgeon has diagnosed patient with mechanical loosening. Patient is scheduled for revision to total knee (B)(6) 2020.